Manufacturer narrative:
(B)(4): the meter was found to have a pcb contamination (492). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch basic enhanced meter was prompting an error 2 message when she was attempting to test her blood glucose. According to the ot basic enhanced owner's manual, an error 2 could be caused either by the user moved the test strip during the test, the test strip was not inserted correctly, the test strip was removed before the test was completed, there was not enough blood on the test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at approximately 9am, the patient reported the alleged issue first occurred. The patient reported using non adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 11am, she developed symptoms of 'dizzy and throwing up' which she associated with low blood glucose. The patient reported having something more to eat or drink in response to the symptoms. The patient reported on (B)(6) 2013 at 11:35a, she was treated by a healthcare professional with something to eat or drink. The patient reported on (B)(6) 2013 at 11:45am, a reading of '50mg/dl' was obtained on an emergency medical services (ems) meter. At the time of troubleshooting, the cca was able to determine the patient's testing process was incorrect, she was applying blood to the test strip prior to inserting the test strip into the meter. The patient did not have any testing supplies for a retest. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she suffered symptoms suggestive of dehydration and required treatment from ems.